Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of wrinkling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned. Therefore, no analysis or testing has been done. These events are being reported because medical intervention may have been required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri "approximately 3 months" prior to receipt of this report in order to treat capsular contracture. Patient has since presented with device "rippling," side unknown. No report of treatment has been received.